Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the actual residual volume was 18.5 and the expected residual volume was 2.3.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid/hy dromorphone (10 mg/ml at 2.5 mg/day) and bupivacaine (25 mg/ml at 6.25 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that per the managing physician, the home refill nurse reported a discrepancy in actual versus expected volume. Upon questioning the patient, the patient reported an increase in pain accompanied closely by flu-like symptoms (vomiting, chills, gi upset, headache). The patient was brought to the operating room on (B)(6) 2017 where a side port dye study was attempted. The side port could not be aspirated. The appropriate needle entry was confirmed by x-ray. There was no identified environmental, external, or patient factors that may have led or contributed to the issue. A substance (believed to be precipitate) was noted at the exit port of the pump and around the connection. The pump and catheter were replaced. The issue was noted to be resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.